Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stopped bolus. Customer stated that they were not stopping their bolus and they checked the mark with bolus amount. Customer stated that they reenter amount which were not delivered. Customer stated that bolus was randomly stopping. No harm requiring medical intervention was reported. The device will not be returned for analysis.